Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument intermittently suppressed potassium (k) results, and the instrument also generated two false high k results. Between the intermittent suppression of k results, the instrument reported a k result of 5.7 mmol/l for patient 1, which was outside the precision range. This result was not reported. Patient 1 sample was repeated on another instrument in the laboratory and yielded a k result of 5.0 mmol/l, which was reported. For patient 2, customer was not able to remember the patient or retrieve the information on the results. No false high results were reported outside the laboratory. Field service engineer (fse) examined the instrument and decontaminated the ion selective electrode (ise) module and replaced the carbon bridge. Fse verified performance per established procedures.